Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up after inappropriate shock was delivered by the implantable cardioverter defibrillator. Further information was requested but not received.